Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead showed high impedance during a pre-operative device check, possibly due to a lead fracture. The ra lead also had variable threshold, and an electrogram showed oversensing and noise. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.